Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure on december 19, 2022. During the procedure, the balloon was inflated to the recommended pressure; however, the balloon burst. The customer stated that nothing detached into the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results- the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was detached and was not returned. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed as the balloon was detached and not returned. The balloon was found to be detached, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be detached. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during a cholangio-pancreatographie retrograde endoscopique (cpre) procedure on (B)(6) 2022. During the procedure, the balloon was inflated to the recommended pressure; however, the balloon burst. The customer stated that nothing detached into the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).